Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the info provided to co through means of the physician's operative notes, "the pt developed failure of the function of the prosthesis. This was found to be secondary to a scrotal abscess. At that time, the pt had drainage of the scrotal abscess and the resipump of the prosthesis was then placed in a different area." No device, nor device component(s) were removed or replaced.